Event description:
It was reported that the right ventricular (rv) lead was undersensing r-waves. The lead was reprogrammed to a bipolar mode and that resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010; 4194-78 lead, implanted: (B)(6) 2006. (B)(4).